Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was unable to be confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the ilet displayed an ¿unable to proceed while rewinding¿ error during a supply change, and the piston would not move despite a restart, which is consistent with a device malfunction during actuator rewind and a potential occlusion during fill tubing. Symptoms included none. Outcomes included reliance on an alternative insulin therapy until a replacement device was provided, with no reported clinical harm. Investigation included remote troubleshooting and replacement of the device. Investigation of this device revealed a malfunction consistent with a pump mechanical or motor drive issue affecting the rewind/piston mechanism during setup. It was concluded that the device operated as intended with no issues found. Charging functionality and leadscrew cycle tests all passed successfully. Unit proceeded through insulin refill without errors. No faults replicated. Device functions as designed.